Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the site change reminder was prematurely declared. Reportedly, the customer declined troubleshooting. There was no impact to the customer's blood glucose level.